Manufacturer narrative:
Batch review performed on 18 november 2015: lot 136131: (B)(4) items manufactured and released on 07 march 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported case.

Event description:
The patient had a revision due to a failed primary tibial baseplate. The lateral portion of the tibial plateau collapsed and the baseplate subsided. A fall was not noted. The surgery was completed successfully. The explants will not be returned. X-rays are not available.

Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the intial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.